Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the unit is not functioning. It is further reported that an inspection by technical services found that the unit shuts down intermittently. No adverse consequences were reported.